Event description:
Reported experiencing periodic elevated blood glucose (> 300 mg/dl), while wearing the device. Pt indicated that pt has attempted to self-treat elevated blood glucose by delivering additional boluses; however, pt's blood glucose did not decrease as expected. Pt also reported that the device has been generating recurrent occlusion errors.